Event description:
It was reported that a decrease in the device's longevity was observed. Approximately one year ago, the remaining longevity showed 9.5 years remaining; however, recently a decrease of approximately 5 years was observed. A copy of device memory was saved and submitted to boston scientific technical services (ts) for review. Engineering analysis of device data confirmed that power consumption has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis, and the investigation is currently in progress.

Event description:
It was reported that a decrease in the device's battery longevity was observed. Approximately one year ago, the remaining longevity showed 9.5 years remaining; however, recently a decrease of approximately 5 years was observed. A copy of device memory was saved and submitted to boston scientific technical services (ts) for review. Engineering analysis of device data confirmed that power consumption has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement. This device was explanted and replaced, and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population, and in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that a decrease in the device's battery longevity was observed. Approximately one year ago, the remaining longevity showed 9.5 years remaining; however, recently a decrease of approximately 5 years was observed. A copy of device memory was saved and submitted to boston scientific technical services (ts) for review. Engineering analysis of device data confirmed that power consumption has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement.